Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analysis of the device memory indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range and oversensing associated with the rv lead. It was noted the rv pace impedance was steady at approximately 349.6 ohms through (B)(6) 2016, spiked to 839 ohms on (B)(6) 2016, then rose out of range on (B)(6) 2016; there were six episodes with v-v intervals < 220 ms (5 between (B)(6) 2014 and one on (B)(6) 2015).

Event description:
It was reported that the patient presented to the hospital due to a right ventricular (rv) lead impedance alert. It was noted there was a sudden increase in pacing impedance and varying threshold values, along with highly varying impedance during lead testing. The rv lead impedance alert parameters were increased and the lead was later replaced and remains in-situ. No patient complications have been reported as a result of this event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.